Manufacturer narrative:
Additional information was provided for the patient's right eye from the reporting physician which included values concerning: refraction: vd = 13.75 mm. Irregularity at 4.00 mm (ho rms). Contrast: 20/20: 97 percent. 20/40: 93 percent. At 4.00 mm. Cornea information addressing steep and flat values with astigmatism at 1.25. In addition the corneal asphericity and cornea sa was provided. The cylinder: vd = 0.0 mm. Pupil information was provided including photopic and mesopic values. The manufacturing record review was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or nonconformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The documentation shows that the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that a tecnis zcb00 lens was implanted in a patient ''recently'' in the right (od) eye and that the patient is complaining of severe halo/glare. The doctor reported that surgery (lens implant) in late (B)(6) was uneventful, with a post-op refraction of -0.75 sphere 20/20+. Post-operative, the patient was complaining of halos od. The doctor suggested that this might be caused by the mini-monovision and that the patient might be happy with glasses. The patient proceeded to get the glasses but was still unhappy. His posterior capsule appeared completely clear; however, the doctor thought a yag procedure may be beneficial. The patient proceeded to see his cousin (ophthalmologist) who performed a yag procedure. The patient was still unhappy and came back to the reporting doctor ((B)(6) 2014). The patient states that his vision is fine during the day but has to cover his eye at night to drive. His current rx is a -0.50 sphere, which is in his glasses. His topography appears the same as pre-op. When the patient drives at night, he will cover his right eye and look through his -3.00(ish) left eye which sees 20/40-. The patient describes disabling halos with and without correction.

Manufacturer narrative:
Date of event: unknown. Explant date: not applicable; the lens remains implanted at the time of the report. The lens remains implanted at the time of the report. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.